Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the accept button on the v60 ventilator was intermittently unresponsive. The device was not in clinical use. There was no report of harm or other impact to patient or user. The pse identified the issue during periodic maintenance (pm). The pse resolved the issue by replacing the switch printed circuit board assembly (pcba). No other abnormalities were found and pm services were completed. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.